Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 28mm amplatzer septal occluder was selected for implant. During deployment the physician attempted to place the occluder but a deformation was noted. The device was resheathed and removed from the patient and exchanged for another 28mm amplatzer septal occluder. No patient consequences were reported.

Manufacturer narrative:
An event of a deformed deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photos, the device did appear to have deployed deformed, in a cobra deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.